Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 474 mg/dl. A correction bolus and insulin injections were used to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. Tandem customer technical support (cts) advised the customer to discuss the high bg event with a healthcare provider. The customer declined cts's offer to follow up.